Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the mid-right coronary artery. It was not possible to cross the calcified lesion. Therefore, the stent delivery system was pulled back. Upon removal, the stent dislodged from the delivery balloon at an unknown site when it was pulled into the guide catheter. The stent was successfully snared and removed from the pt. The lesion was then treated with another manufacturer's stent. The pt was reported fine post procedure and there are no additional clinical sequelae reported related to the event. The lesion not being pre-dilated likely contributed to the stent not crossing the lesion. The instructions for removal of an undeployed stent were not followed when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary.